Manufacturer narrative:
(B)(4) no conclusion code available. The reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench as well as using automated test equipment, and an anomalous component on the hybrid was noted to be the cause of the reported impedance anomaly.

Event description:
It was reported that when a patient presented in the emergency room after receiving a vibratory alert, low, out of range pacing lead impedance was observed. Programming changes were made. The patient then went back after receiving another vibratory alert, indicating that both pacing and hv lead impedance were low. It was noted that the hv lead impedance was low, and out of range for the rv coil-can vector which was reproducible in clinic. During lead testing, there was ventricular noise that was reproducible with arm movements and pocket manipulation. The device was then found to be in backup vvi mode which was triggered due to exposure during replacement procedure. A header issue was suspected. The device was explanted and replaced. The physician felt the device was most likely the cause of the low impedance measurements on both leads. Testing of the leads with new device now revealed normal values on all leads. The original leads remain implanted and active. The patient tolerated procedure well and was stable.